Manufacturer narrative:
The hill-rom technician found the potentiometer that controls movement was not at the correct reading. It is necessary for hill-rom® stretchers to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure of these: the service indicator is not flashing; each handle can operate the transport system in forward and reverse directions; during operation, there is not loud clicking noises (such as metal that hits against metal). These noises could occur if there is an issue with a chain; the drive wheel is not worn and it stows and deploys correctly; the batteries do not need replaced. If the batteries are more than three years old, replace them. Repair or replace parts as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the potentiometer to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the intellidrive self ran and the stretcher moved. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).